Event description:
It was reported that the right ventricular [rv] lead was oversensing. Reprogramming of the rv lead sensitivity was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: one - vf=140 ms average v-cycle on (B)(4) 2010 at 13:52:11. Sensing - interference/noise: ventricular short interval count v-sic=227.3 counts avg/day, in 138.19 days, between (B)(4) 2011 11:32:10 and (B)(4) 2012 15:59:49.